Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging quit working, burning smell and service required error on a ds2adv auto CPAP device. Medical intervention was not specified. The ds2adv auto CPAP was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and observed no power. An internal and external visual inspection of the device was completed by the manufacturer and observed iso (international organization for standardization) port had white dust-like contamination in it. Iso (international organization for standardization) port deformed from possible thermal event. Heater plate had dust-like contamination. Inlet/outlet seal had white dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly) at q3. Potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca. Possible corrosion on top of pca indicates possible water was on the pca. Possible corrosion of the lcd ribbon. Ui (user interface) panel discolored underneath from possible thermal event. Dust-like contamination on the blower motor, at the air inlet of the blower box, in the blower box, in the bottom enclosure, on the heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits inside the water tank. The source of contamination was most likely external to the device. The manufacturer was able to confirm the complaint possibly due to the potential thermal event and possible corrosion. Additionally, the device was scrapped.